Event description:
It was reported that while traveling internationally, the ilet stopped displaying glucose readings and appeared to use insulin rapidly, prompting the user to discontinue the ilet and dexcom g7, replace multiple sensors, and revert to backup therapy, after which a return was requested; subsequent discussion indicated the user would keep the ilet for potential future integration. Symptoms included hyperglycemia, with a reported peak of 420 mg/dl and approximately two hours above range. Outcomes included self-management with a manual insulin injection and no hospitalization or medical intervention. Investigation included complaint handling with troubleshooting and education, including discussion that loss of glucose display on ilet typically reflects sensor signal issues rather than a pump malfunction, and confirmation that no pump recall applied. Investigation of this case revealed no device malfunction confirmed and a cause that remained unclear, with the event plausibly related to intermittent cgm signal or sensor performance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.